Manufacturer narrative:
Analysis summary: complaint not confirmed. Upon opening the device and observing the device and pcb board, the device was assembled correctly according to the work instructions therefore, no issues and no reversed energy was seen or observed with device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a distributor. It was reported that during a procedure on june 26th after about 5 minutes of surgery, the hcp noticed that function of cut and coag were exchanged. The hcp checked the setting of the generator but didn¿t find any problems. It was noted that since the blade could still cut and coagulate the hcp used the blade to complete the surgery. It was the initial use of the blade and there was no error message on the generator. It was noted the same generator could function properly with other blades. It was noted that there were not patient symptoms or complications related to the event. The patient was listed as alive with no injury at the time of the report. Additional information from the hcp via a distributor clarified that when the cut button was depressed the coag was activated and the coag was depressed the cut function was activated. The issue was identified during a tonsillectomy and adenoidectomy. It was noted the interventions or troubleshooting tried were the hcp reconnected the blade, checked the connections of other accessories, restarted the generator, but those actions did not resolve the problem. It was noted the information was confirmed the physician/account.